Manufacturer narrative:
Evaluation results: three pictures and the actual sample of a portex blue line ultra (blu) tracheostomy tube were received for evaluation. The returned sample was received in used condition without its original packaging. The sample was visually inspected, at a distance of 12" to 16" and normal conditions of illumination. No discrepancies were found and no water was detected in the returned sample. A syringe was used to inflate the cuff of the sample and it was also submerged under water in order to verify for leaks. No discrepancies were found in the returned sample with this test, the sample was inflated for more than 48 hours. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. No root cause can be determined since the complaint was not confirmed.

Event description:
Information was received that a smiths medical tracheostomy had an air cuff leak after two weeks in use. A tube change out was required. Liquid was found within the cuff of the removed device. No patient injury resulted.